Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a whitish powder around the flow regulator and tubing of a small volume infusor. The device had been filled with 5-fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from july 23, 2019 - july 24, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed white drug residue deposited at a blue connector attached to the infusor device white flow restrictor. The white drug residue suggested a leak may have likely occurred at the blue connector. The medication 5-fluorouracil has a tendency to turn into white solid residue when its liquid form is exposed in open air for certain amount of time. Therefore, the white drug residue is not a particulate matter. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.